Manufacturer narrative:
A visual inspection of the defect reported was performed on a picture provided by the customer, it can be observed that the reservoir bag is not taped to the adaptor of the mask properly as it is described on this customer complaint description. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A lot number was not provided, therefore, it is not possible to determine in which conditions this material was manufactured. The customer complaint is confirmed based on the picture provided. Current production was verified to identify any issues that can lead to the reported defect and no issues were found. Regarding this issue all the personnel involved in the manufacturing of the component was re-trained on (B)(4).

Event description:
The complaint was reported as: the customer alleges that the reservoir bag did not inflate during use. No report of a patient injury or delay in treatment.